Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1xlwp, implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B1 correction: product problem updated to adverse event <(>&<)> product problem. H6 correction: e2403 updated to e200801. F26 updated to f24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that the step being taken to resolve the four electrodes being left implanted in the sacrum was that the patient was going to be sent to the neurosurgeon for consultation about removal of the leads. When asked if device removal was planned for the segment remaining implanted, they replied it was unknown at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1xlwp, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead had fractured during the lead removal/revision. It was noted that the lead removal/revision had been scheduled as a lead replacement so that the patient could have an MRI. During the removal, the lead had fractured, leaving 4 electrodes implanted in the sacrum. It was noted that the health care professional (hcp) had attempted to remove the fractured lead however they were unsuccessful/unable to do so. The rep also noted that there were no environmental/external/patient factors that he lead to the issue, that the health care professional (hcp) had followed the proper protocol for removing the lead. The lead was partially explanted as a result and the manufacturer representative (rep) had possession of the part of the lead that had been removed. The rep noted that the product would be returned and that the patient was being sent to neurosurgery for a consult of the cutdown procedure to remove the lead. The issue was not resolved at the time of the report. No further complications were reported at this time.